Manufacturer narrative:
(B)(4). An investigation was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr results when compared to the lab method. See scanned table. Time of testing is unk. Based on the information available at the time, there were no injuries associated with this event.